Event description:
It was reported, that the pt's family member called the clinic regarding over stimulation. Family member was advised to reduce the volume and return to the clinic. The following day, whilst at the clinic, the processor was switched on. The pt tolerated it after an initial startle, but after 30 minutes family member started to throw up. The pt's family member thought that it was unrelated, so family member put pt to bed. The next day, the pt put the device back on and within a short period of time, family member could not sit up straight. Said the room was spinning and started to vomit again. At the emergency room, the information was reviewed and it was decided that the pt should be wear the device again. Testing confirmed that the device has malfunctioned.